Event description:
The practice nurse supplies dressings and patients daughter applied interim dressings to the affected area on her lower legs. This time the nurse prescribed 20x20. Her daughter applied the 1st of a packet of 5 on saturday (B)(6) at approx. 7pm. By 1am approx., her legs were tender, sore and irritated. The patient dry removed the dressing herself, and said the adhesive appeared way too strong. Prior to application, normal saline had been used to cleanse. No products had been used underneath, but a tubular bandage had been used over the top of the dressing. They attempted the application of a 2nd on sunday (B)(6), but the patient also had to remove this one hours later for the same reasons.